Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure the device was unable to cross the lesion. The 95% stenosed lesion being treated was located in the moderately tortuous and severely calcified right coronary artery (rca). Pre dilation was performed and the stent was advanced, but failed to cross the lesion. So a plain old balloon angioplasty (poba) was done to finish the procedure. No patient complications were reported and the patient's current condition is stable. However, returned product analysis revealed that the stent dislodged from the balloon.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: device analysis determined that the condition of the returned device was consistent with the complaint incident. However, the stent had dislodged from the balloon and hypotube kinks were also noted. A visual and microscopic examination of the device found the device was returned to the complaint investigation site with the stent dislodged from the balloon. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. No stent was returned for analysis. A visual and microscopic examination of the device also found kinks the entire length of the hypotube. The tip section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).